Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: four samples were provided to our quality team for investigation. All samples were visually inspected, no damage or molding defects were observed and the tips were properly molded. Leakage testing was also performed, in all cases no leakages were observed. A device history review was performed for reported lot 2406098, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. The samples underwent the same evaluation and were verified to meet required specifications. Retained samples of lot 2406098 were used for additional evaluation. All product was visually inspected, no damage or other defects were observed and all product was confirmed to meet require specification. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Details/event description: after being filled and disconnected, the syringe leaks liquid from the luer lock without putting any pressure on the piston. Was the device used in/on the patient when the problem occurred? No. Has the patient or user been harmed? If yes, please provide a brief explanation no. Were the health personnel present when the problem occurred? Yes. If a leak has occurred, confirm the leaked liquid. Physiological additional medical intervention/medication was required. If yes, please provide a brief explanation no.